Manufacturer narrative:
Analysis of the catheter, model# 8709sc, sn (B)(4), found a circular tear and/or coring into the sealing surface of the sutureless connector cup. A leak was observed from this location during pressure testing. A hole was also seen in the catheter body, 8.3cm from the sutureless pump connector (where metal pin of the pin connector is located). A leak was also seen here during pressure testing. Furthermore, an abrasion and hole was also observed near where the anchor was attached.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000mcg/ml at 165mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that there was no issues reported during maintenance of intrathecal baclofen pump. The pump replacement due to expected end of life (eol). On (B)(6) 2015, the pump was explanted. During the procedure, when the neurosurgeon disconnected pump from existing catheter got questionable backflow of cerebral spinal fluid (csf). So the decision made to replace catheter. The patient was restarted on lower infusion rate of 110mcg/day from previous rate of 165mcg/day. The patient's status at the time of report was alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.